Event description:
Artivion received notification of an onx mitral valve implant onxmc-25/33, sn (B)(6), implant date on (B)(6) 2014, for a patient with an existing onx mitral heart valve onxm-25, sn (B)(6), implant date on (B)(6) 2011. This investigation is relegated to onxm-25, sn (B)(6) for explant.

Event description:
Artivion received notification of an onx mitral valve implant onxmc-25/33, sn: (B)(6), implant date on (B)(6) 2014, for a patient with an existing onx mitral heart valve onxm-25, sn: (B)(6), implant date on (B)(6) 2011. This investigation is relegated to onxm-25, sn: (B)(6) for explant. Additional information received. Explant due to patient conditions. There is no alleged deficiency of the device. A complaint is ¿written, electronic or oral communication that alleges deficiencies related to the identity, quality, durability, reliability, usability, safety or performance of a medical device that has been released from the organization¿s control or related to a service that affects the performance of such medical devices.¿ based on the information provided to artivion, there is no allegation of deficiency or resultant adverse event caused by the artivion product; therefore, further investigation and regulatory reporting into the event are not warranted.

Manufacturer narrative:
Artivion received notification of an onx mitral valve implant onxmc-25/33, sn: (B)(6), implant date on (B)(6) 2014, for a patient with an existing onx mitral heart valve onxm-25, sn: (B)(6), implant date on (B)(6) 2011. This investigation is relegated to onxm-25, sn: (B)(6) for explant. Additional information received. Explant due to patient conditions. There is no alleged deficiency of the device. A complaint is ¿written, electronic or oral communication that alleges deficiencies related to the identity, quality, durability, reliability, usability, safety or performance of a medical device that has been released from the organization¿s control or related to a service that affects the performance of such medical devices.¿ based on the information provided to artivion, there is no allegation of deficiency or resultant adverse event caused by the artivion product; therefore, further investigation and regulatory reporting into the event are not warranted.